Event description:
It was reported that a patient with a femoral nail that was implanted years ago was involved in an automobile accident on (B)(6) 2013. As a result of the rollover accident he broke his femur and the femoral nail. The surgeon removed the broken hardware on (B)(6) 2013 and replaced it with a lateral entry femoral recon nail. This is report 2 of 2 for complaint (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.